Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the event and was discharged from the hospital. Later, the patient developed diarrhea and had a colonoscopy performed (result was not reported). The patient got a c-diff infection from the colonoscopy that caused further complications with stiff fingers and arthritis. The patient was hospitalized for the c-diff infection. The patient was later transferred to a rehab center. Treatment for the c-diff infection was not reported. The diarrhea, stiff fingers and arthritis were considered manifestations the of c-diff infection. Pd therapies were ongoing. On an unreported date, the patient recovered from the events. (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number gd892828 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.